Event description:
It was reported that during a laparoscopic gastric bypass, the gas leaked profusely out of trocar when the co2 was attached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related.

Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The source of the leak was not identified. The caller reported that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.